Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2015 with the following findings: on investigation, the pump showed some cosmetic damages including missing labels and scratched display cover. The pump powered up to a dim verify screen with discolored text. The auditory and vibratory features were operational. No tactile issues were found with the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on (B)(4) 2015.